Event description:
The reporting surgeon provided additional info stating the pt underwent an uncomplicated cataract extraction and lens implant on 2/19/2001. Six days following the procedure she presented with hand motion vision and pain. The pt was referred to a retina specialist and was hospitalized. She underwent a vitrectomy with intravitreal antibiotics and steroids and intravenous antibiotics. Culture results were positive for streptococcus. The pt continues to have a significant decrease in vision.

Event description:
A surgeon reported that a pt developed endophthalmitis following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.